Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Cassette error was found in the event history log. Could not confirm complaint with testing. On visual inspection the unit was missing the battery door, and it was replaced. No other issues were found.

Event description:
It was reported that the pump showed the cassette error display. There was no patient involvement.

Manufacturer narrative:
B3: unknown. Month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.